Event description:
Customer runs troponin ultra in duplicate. Troponin ultra results of 0.065 ng/ml and 0.038 ng/ml were obtained on a patient sample. The patient result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin-I ultra result. Service was dispatched but customer did not want a siemens field service engineer (fse) to come onsite. Customer cancelled call.

Manufacturer narrative:
No further evaluation of the device is required. Cause for the non-reproducible result is unknown.